Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3487a, lot# j0002896v, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a device "fail" in 2000 and the leads had fallen out. There were no reported patient symptoms. If additional information is received,a follow up report will be sent. The patient's indications for use included chronic low back pain and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the lead fell out. There were no traumas, falls, or unrelated medical procedures reported. It was unknown what was done to correct the leads.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported spinal cord stimulation (scs) electrode and extension were implanted for failed back surgery syndrome and reticular pain. There was blood loss of less than 10cc. Due to the chronic right leg pain, a trial of the scs was done. The system was giving the patient excellent stimulation in all of the painful areas of her right leg. In fact there was some spill over of the stimulation to the left lower limb; however, this did not really bother the patient. The trial was successful in relieving pain and the implant of the scs was done. The patient underwent psychological evaluation before the trial and the hcp thought it would be useful. It was noted the patient got some pain relief from pain medications and had sciatic and intractable pain. On (B)(6) 2015, the patient stated the scs was covering her right leg and foot pain well. The right buttock pain was not removed completely, but was partially with the scs. The patient preferred setting was 0+2- with an amplitude of 5 volts and a pulse width of 90 microseconds. The patient had right leg weakness/ planters flex. After the procedure it was noted the patient was slow to wake. During the follow-up for the scs implant on (B)(6) 2000, the patient said that she had not been obtaining any paresthesias in her right buttock and her right lateral leg including her foot for at least 2-3 days prior to (B)(6) 2000. The only place the patient was received stimulation was approximately 1.5-2 inches superior to the incision on her back. Using the visual analog scale, the patient rated her average pain level during the prior week as 63/100. The implantable neurostimulator (ins) was analyzed and found to be on 0+ and 2-. The amplitude was 4.3 volts, the pulse width was 450 microseconds, and the rate was 2.1 pulses/seconds. The scs was then reprogrammed to provide stimulation in all 4 unipolar settings. With each of the unipolar settings, the patient received paresthesias only at her middle and left lower back. It was found the patient's lead migrated out of position within the patient spinal column when the ap lateral thoracolumbar films were reviewed. The patient abdominal and back incisions were evaluated and found to be healing well with a well-approximated wound edges and there were no signs of infection. However, the patient suture site was reddened and so all of the sutures were removed, even those that were dissolvable. Surgical revision of the lead was planned.